Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported bleeding during the use of the angio seal vip device. The following information was provided by the user facility: (1) everything was done correctly but was not filling properly; (2) not filling properly caused an aneurysm and caused general bleeding (pool of blood); and (3) hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. The cause of the reported event remains unknown since there was no evidence found for any manufacturing inconsistencies (or intrinsic defect in the device) and the patient anatomy, comorbidities and drug regimen information was not provided. Sufficient information is provided in the IFU for the standard procedure in case of occurrence of this event. Angio-seal vip IFU art100041662 d (2016-01) was reviewed and it was noted: for bleeding or hematoma - apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.